Manufacturer narrative:
A partial lead with the connector pin measuring 23.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an alert for non sustained lead noise on the rv channel was observed. The lead was explanted.